Manufacturer narrative:
Investigation: analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 45 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep):4.43 kgf in average and 3.94 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). We have also performed the degradation test to the closed samples received. In the degradation test sutures are put at 37ºc in sörensen solution for 14 days. The knot pull tensile strength is then tested in order to determine the degradation of the thread. The results obtained are 2.33 kgf in average and 1.76 kgf in minimum and fulfils b. Braun surgical specifications: 0.60 kgf in minimum. Moreover, the obtained values are into the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the instructions for use of the product: mode of action: "when monosyn® suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn® is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn® is essentially completed in 60 to 90 days". Contra-indications-> monosyn® suture materials are contra-indicated for indications where prolonged support of the wound closure is required. Side effects "as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. As for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the suture is not absorbable, slow degradation & infection. The reporter indicated that monosyn 2/0, ds30, 70cm monofilament suture from the same batch was used on 5 consecutive patients who had knee arthroplasty. The suture was used on subcutaneous tissue with a continuous stitch with one knot. Per the reporter, all patients returned with superficial surgical site infection (stitch sinus from the subcutaneous plane) after 1 month. The surgeon in charge identified that the knot at the end was still visible even though it was meant to be absorbable. Additional information has been requested, however not yet received. Patient information is not available. This report is for patient #5.